Event description:
The advocate stated the customer rec'd a blood glucose reading of 73 mg/dl from her contour meter. The customer was vomiting, so she was taken to the hospital. A lab test was performed about an hour later and the customer's glucose result was 252 mg/dl. The advocate did say what type of treatment the customer rec'd. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.